Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that patient's ipg would not communicate with the external device after patient had MRI. Troubleshooting was attempted to no avail. Analysis of the logs revealed ipg was successfully placed in MRI mode.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Additional information revealed that patient will need ipg replaced.

Event description:
Additional information received that patient underwent surgical intervention where in the ipg was explanted and replaced resolving the issue.

Manufacturer narrative:
Correction: section h6 - the health effect impact code should have been 4611 - absence of treatment rather than 4610 - inadequate/inappropriate treatment or diagnostic exposure. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Event description:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Manufacturer narrative:
The fsca number is included in this report. The reported event of inability to connect to ipg after an MRI was confirmed. As received, the ipg was unable to communicate with a test standard clinician programmer. The uep inductive tool and a review of the ipg¿s log confirmed the device had been programmed to MRI mode. When MRI mode is enabled, and a loss of pairing/bonding occurs, any follow up attempts to communicate or pair between a patient¿s ipg and clinician programmer will be unsuccessful. After the device was taken out of MRI mode and placed in a normal state, the ipg functioned as intended.

Manufacturer narrative:
The reported event of inability to connect to ipg after an MRI was confirmed. As received, the ipg was unable to communicate with a test standard clinician programmer. The uep inductive tool and a review of the ipg¿s log confirmed the device had been programmed to MRI mode. When MRI mode is enabled, and a loss of pairing/bonding occurs, any follow up attempts to communicate or pair between a patient¿s ipg and clinician programmer will be unsuccessful. After the device was taken out of MRI mode and placed in a normal state, the ipg functioned as intended.